Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Following a tavr procedure completed with a 29mm valve and a 16f sheath, an 18f manta was used for closure. The patients bmi was 27, vessel size 9.8x10.6, and measured depth was 3+1. Access was in the lt cfa and there was no calcification or tortuosity. There were no issues exchanging procedural sheaths. Act was greater than 250 but 50g of protamine were administered prior to closure. Manta was deployed at the measured depth per the IFU. Hemostasis was not achieved and two covered stents were placed. Based on the information provided it is inconclusive what caused the failed hemostasis. Per the IFU in the event that bleeding persists after the use of manta the physician should assess the situation and determine if any additional treatment is required to facilitate hemostasis, including the use of a covered stent.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted following investigation.

Event description:
As reported: manta failure-no hemostasis achieved. Covered stent x2 placed lt sfa. This was a tavr procedure. Used through 29mm valve through a 16f sheath lt cfa and bmi 27. Vessel size is 9.8x10.6, micropuncture, ultrasound used with one stick. Access was in mid femoral head. There was no calcification or tortuosity, and depth was 3+1=4. Both valve sheath and manta sheath went in smooth and according to the IFU. Bp was wnl under 150 systolic. Act was high >250 but protamine 50mg was administered. Manta was deployed at recorded dept. No other devices used other than balloon and stent, x2.